Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was provided with pump reset information by cts and assisted with resetting the pump, which resolved the issue. Customer was advised to continue using the pump and to call back if the malfunction code recurs.